Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed while the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. Ce (B)(4) initial

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited several system malfunction alarms during a training class.

Manufacturer narrative:
The customer-reported system malfunction alarm was confirmed upon review of the driver's alarm history and patient file data, and was able to be reproduced during investigation testing. The system malfunction alarm was caused by a malfunction of the pressure sensor printed circuit assembly (pca), where the atmospheric pressure transducer was reading inaccurately. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.